Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03144. It was reported the patient's leads were protruding through the skin. As a result, the patient underwent surgical intervention wherein the scs system was removed.